Event description:
22 yo white male admitted to hosp 6/17/1997 with inhalation injury and 73% total body surface area burn. On 6/18 blood cultured + for staphlococcus. Aureus & hemophilus, & tracheal aspirate cultured + for streptococcus. Pneumoniae, staphlococcus, and hemophilus. Antibiotics initiated (gentamicin, natcillin, vancomycin). On 6/19 extensive excision of neck, chest, abdomen & upper extremities was done - integra & biobrane were applied. Later that day some intergra was removed and xenograft applied. On 6/21 yellow gray-green exudate appeared under integra on left upper arm & chest & was infected. On same day, dermagraft- tc (tc) was applied to posterior thighs over 3:1 meshed autograft. Pt continued to have positive cultures from multiple sources including candida albicans in sputum, clostridium difficlle from stool & gram + coccobacilli from an arterial line. Multiple antibiotics were continued. On 6/27 all of the tc was removed and autograft was lost on posterior thighs and popliteal fossa. Cultures taken on 6/21 from legs grew gram neg. Bacilli (1.8 x 10e2) and mold. On 7/3 tissue biopsy from right calf cultured + for pseudomonas aeruginsoa. According to dr. Dermagraft-tc probably did not cause the infection. However, its presence may have contributed to the infection by reducing the size of the bacterial innoculation needed to produce a clinically evident infection; this phenomenon is common to all foreign materials and skin substitutes.